Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. The insulin pump passed self test. No unexpected battery out of limit alarm noted. No isolation tape damage noted on the lcd board. However, the insulin pump was received with broken reservoir tube lip, minor scratched display window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer called and reported receiving multiple no delivery alarms and when she went to deliver a bolus, the insulin pump was off and would not turn back on. Customer's blood glucose was 307 mg/dl. The insulin pump was not dropped, bumped or exposed to moisture. No relevant damage or corrosion was noted. Following advice to remove battery for 10 minutes, clean battery cap and insert a new battery, the display did not return. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.